Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead tripped the lead safety switch due to unknown impedance measurements. The lead was tested and found to be functioning appropriately.